Event description:
It was reported during the pt's permanent procedure to implant his scs system, high impedances were observed when the lead was tested intraoperative. Troubleshooting and reprogramming did not resolve the issue. The lead was replaced with a new one and the issue was resolved. The procedure was extended by 15 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.